Manufacturer narrative:
Extensive corrosion damage was noted within the internal components of the device.

Event description:
The core impaction drill was sent in for eval because it was smoking during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device. No further info was available regarding the event.